Event description:
It was reported that during a coronary stent procedure, the stent became dislodged while attempting to deploy. The physician was unable to locate the stent and it remains in the pt. Pt status is listed as "okay".